Event description:
A patient reported experiencing inaccurate erratic results with one touch profile meter. The blood glucose results was 140 mg/dl. Only one result documented. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.